Event description:
It was reported that the home patient (hp) found the overpouch of the minicap was open. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not returned for analysis. The samples that were returned and evaluated were all companion samples. Additional information: the results of evaluation showed that the overpouches were not opened, even though the caps in the pouches were squeezed by hand to one side. All the returned companion samples were not confirmed for the reported condition. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review of lot gm308001 was completed with no issues noted in the manufacturing process. The device was returned to baxter. Visual inspection was performed and the reported problem could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.